Event description:
Complaint is reportable based on analysis completed on 26-oct-2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced a 3.5x28mm promus element stent to treat the target lesion but the tip seemed faulty and the device was unable to cross the lesion. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. Struts at the proximal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).